Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector leaked saline from the connection to the tubing. The following information was provided by the initial reporter, translated from japanese: "this is a report about saline leakage from the connection between maxzero and the tubing. It was connected at an angle and appeared to be poorly connected / joined."

Manufacturer narrative:
H6: investigation summary two mz5303 samples were received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22109281. Residual fluid was present in one of the returned samples. The feedback provided by the customer suggests leakage was detected from the maxzero device. The customer also suggested the maxzero device was connected at an angle. A visual inspection of the returned samples identified that in of the extension sets, the maxzero was connected at an angle to the female luer of the extension set; no manufacturing defects were observed to the second sample. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; leakage was detected from the maxzero joint on the sample where the maxzero was connected at an angle. No leakage was observed from second extension set. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the root cause for the observed leakage was due to the maxzero being incorrectly assembled onto the extension set; this is a manually assembled joint and is likely to have occurred due to human error. A review of the production records from lot 22109281 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector leaked saline from the connection to the tubing. The following information was provided by the initial reporter, translated from japanese: "this is a report about saline leakage from the connection between maxzero and the tubing. It was connected at an angle and appeared to be poorly connected / joined."